Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include:   brand name ; product ID 97740 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they haven't used the device in over a week because they have tendonitis so they have been lying down and haven't been able to get up. Patient said that a couple of days ago they went to charge the implanted device however the ins wasn't taking a charge at all. Patient service specialist walked pt through al. Pt reported 62 - 64 - pt tried to initiate a charge and reported seeing por message. Pt was able to bypass the por message start charging. Patient reported seeing 4 coupling boxes at the bottom of the screen. The issue was not resolved through troubleshooting. Pss is going to call pt in the morning to clear the por message.  (B)(6) 2024 (B)(4) (con): pss made an outbound call to pt and he said he needs to get new aaa batteries for his pt programmer. Pt stated he had a very bad night last night with his back and he is feeling pain because his therapy is not on. Pss will call pt back in 1 hour to clear the por message and turn stim back on. (B)(6) 2024 (B)(4) (con): pss made an outbound call to pt to clear the por message...pt stated they put new aaa batteries in the programmer and the programmer powered up. Pt tried to connect to the ins and the controller went blank/ unresponsive. Pt tried to replace the new batteries but the programmer did not power up again. See request to repair team for the pt programmer. Pss is going to call pt tomorrow to clear the por and turn therapy on.